Manufacturer narrative:
A siemens' customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aliquot probe and drain. The cse aligned the aliquot probe. The cause of the discordant, falsely depressed carbon dioxide, blood urea nitrogen, total protein and glucose results was due to the malfunction of the aliquot probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide, blood urea nitrogen, total protein and glucose results were obtained on two samples from one patient on a dimension vista 500 instrument. The initial results from sample ID (B)(6) were not released to the physician(s). The customer compared the results to the second sample (sample ID (B)(6)), which were tested on the same instrument and resulted higher. A test result was not provided for total protein on sample ID (B)(6). The customer repeated the first sample (sample ID (B)(6)) on the same instrument, resulting higher. The customer reported out the repeat results from the original sample (sample ID (B)(6)) to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide, blood urea nitrogen, total protein and glucose results.